Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Remains implanted.

Event description:
During a procedure with dr. (B)(6), operative assistant, reported that the surgeon performed a trial with a trident cup size 54, he did not manage to retrieve it and had to leave it in the patient.